Event description:
Pt underwent bipolar prosthesis of the left hip during 9/91 after sustaining a fracture of the left hip. She presented with complaints of pain and inability to ambulate without the use of a cane. Leg length discrepancy was evident upon physician examination. Pt was admitted to hospital for removal of the prosthesis and total hip arthroplasty.